Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was noted that the patient stated the default date reset happened back in january and most recently he had noticed the pump loosing time. He noticed it going back to 2010 without battery changes. He noticed again the pump loosing time about two weeks prior, the date changed but the time remained the same. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 4-apr-2018 with the following findings: review of the black box data confirmed time/date reset after power on reset occurred. Time/date reset was duplicated during investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.